Event description:
It was reported that the health care provider reached out to technical services (ts) for concerns about loss of capture on the left ventricular (lv) lead. Upon review, technical services (ts) suspected that there was loss of capture. Troubleshooting options were discussed and recommended. Currently, this lv lead remains in service and no adverse patient effects were reported.